Event description:
On (B)(6) 2018, a 12/10mm amplatzer duct occluder was selected for implant. When the occluder was deployed, it came out in a balloon shape. The physician removed the occluder from the patient and redeployed the occluder outside the patient, but the issue persisted. A 12/10mm occlutech occluder was successfully implanted to complete the procedure. The procedure was extended by more than 30 minutes, but the patient was hemodynamically stable throughout the procedure and is reported stable.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.